Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger was retracted and removed from the device and not returned. Viscoelastic is observed in the device. A broken haptic from gusset area through distal tip is observed at mid-nozzle. The distal tip is oriented toward the loading area. The remainder of the lens was observed adhered in solution to the exterior of the device lens loading door. Viscoelastic and dried blood were observed on the lens. The optic was broken/torn into two portions. The broken haptic damaged area is observed. One optic portion is scratched. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause could not be determined for the broken haptic. The remainder of the lens was returned outside of device. The plunger had been retracted, removed from the device, and not returned. The plunger position in relation to the broken haptic during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was torn in the injector of a preloaded device. The timing of the event and patient impact are unknown. Additional information has been requested.